Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed

Event description:
Abbott diabetes care received a user report which reported the following information: a son/daughter reported the customer experienced a low readings issue with the adc freestyle libre sensor. On (B)(6)2019, the customer "had to be picked up by the 'norarzt', as the sensor values indicated from 2.4 mmol/l to 'lo' (reading less than 2.2 mmol/l)". A reading of 'hi' (reading greater than 27.7 mmol/l) was obtained on the emergency doctor's meter, and at the hospital, customer's glucose level was determined to be 66 mmol/l and customer received unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report which reported the following information: a son/daughter reported the customer experienced a low readings issue with the adc freestyle libre sensor. On (B)(6) 2019, the customer "had to be picked up by the 'norarzt', as the sensor values indicated from 2.4 mmol/l to 'lo' (reading less than 2.2 mmol/l)". A reading of 'hi' (reading greater than 27.7 mmol/l) was obtained on the emergency doctor's meter, and at the hospital, customer's glucose level was determined to be 66 mmol/l and customer received unspecified treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.